Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged housing and damaged cable sleeve; the reported event of mobile power unit functional issue was confirmed with the returned mobile power unit (serial # (B)(6). The unit was tested at the european distribution center and did not boot up when connected to the ac outlet. The power supply circuit board was suspected to be the issue and was replaced. The unit underwent preventative maintenance and passed all tests per procedure before being returned to the rental pool. The power supply circuit board was returned to the product performance engineering group for further evaluation where it was installed into a test unit. The unit powered on and booted up as intended. Electrical measurement of the circuitry revealed voltages were stable and supplied power to the test system controller. The reported event could no longer be reproduced. A root cause of the unit not powering on issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the mobile power unit alarm symbols and tone. ¿yellow mobile power unit battery indicator with beeping audio tone¿ or ¿yellow wrench light with beeping audio tone¿. Under section 3 ¿powering the system¿, explains mobile power unit usage. Check the top panel of the mobile power unit. When initially connected to power, the mobile power unit automatically performs a self test, the green power symbol is illuminated, and the yellow wrench and replace mobile power unit battery lights flash, and the mobile power unit beeps twice. After the self test, the green "power on" light should remain lit (figure 45). The mobile power unit is ready for use. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The PMA# provided is associated with most recent approval . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during annual service, the engineer noted a fault on a mobile power unit (mpu) with electronic hardware failure. The mpu was to be returned.